Manufacturer narrative:
H10: no product samples, videos, or photographs were returned for investigation. The DHR for lot number 4866115 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. The mating device reported from list number 011-ch3657 and lot number 4734811 was reviewed and found to have a molding anomaly on the male luer of the set. A clave accessed with a male luer exhibiting this type of anomaly would result in leakage at the connection.the reported complaint can be confirmed. The probable cause is due to a molding anomaly on the male luer of the mating device from list 011-ch3657 and is not related to an issue with the 011-h3314 set.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Concomitant products - 43 cm (17") amber transfer set w/chemoclave® additive port, rotating luer, filter cap, 10 units, ln 011-ch3657, lot number 4734811, MFR ICU medical; paclitaxel/carboplatine, MFR unk.

Event description:
The event involved a 28 cm (11") add-on set w/2 clave®, vented cap where there was a leak noted between the connection of the device and a transfer set during an infusion of paclitaxel/carboplatine. A major leak of chemotherapy was found to have leaked on the floor and was cleaned per protocol. There was no medical intervention required. There was no physical defect noted on the device. Although there was a delay in therapy reported and an incomplete administration of the medication, there was no patient harm and no blood loss reported.